Event description:
There was intermittent over sensing on both ra and rv channels. There was evidence of subclavian crush and the ICD was approaching eri indication. The physician chose to replace the whole system.

Manufacturer narrative:
Upon receipt, the linox lead was found dissected some 13.5 cm distal to the is-1 connector pin. Both fragments were returned for analysis. It is reasonable to assume that the lead was dissected during the surgery. The analysis demonstrated a damaged insulation at some 33.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The conductor cables to the rv and vcs shock coils were found fractured. Electrical sparks were noted on the conductor cables. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis showed multiple signs of wear along the lead body. In particular in the region of the tricuspid valve the insulation body was found rubbed through and the conductor cable to the ring electrode was outside of the lead body. The coating of the conductor cable was found damaged at this position. The analysis of the lead did not reveal any sign of a material or manufacturing problem.